Event description:
The following description of the event was copied from an e-mail from the distributor in sweden. "We had a case were the parent leant against a p-driver and at the same time had a hand on their child (patient), when he did that he felt a tickling feeling in his fingers and the EKG machine that was connected to the child were disturbed. The EKG was showing 300 beats/min which is maximum and then it became blank. A nurse also felt the tickling feeling when laying one hand on the p-driver and one hand on the baby."

Manufacturer narrative:
Incident occurred in another country. The user facility or the distributor did not submit a user facility/distributor report to the manufacturer. Event codes were derived based on information provided by the distributor.